Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test performed. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor glucose was 2.2 mmol/l and his blood glucose was 5.5 mmol/l when the insulin pump unnecessarily suspended. Troubleshooting was initiated for the sensor inaccuracy. The sensor was removed and the cannula was not bent. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.